Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018 the patient contacted animas alleging a blood glucose level of 38 mg/dl and was alleged to be unresponsive. The patients was alleged to have received ems intervention above the usual routine of diabetes management. The patient alleged the low blood glucose was treated with food and drink. The cause of the alleged hypoglycemia was determined to be caused by the patient priming while attached to the pump causing an inadvertent infusion. The patient is warned against priming while attached in the user's guide and on the pump screen during the priming steps. The patient reported they were in the habit of priming while attached. Customer technical support educated the patient of the dangers of priming while attached to the pump. This complaint is being reported because the hypoglycemia was related to a use error of the pump (priming while attached).